Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-06827 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder to treat a biliary obstruction due to advanced pancreatic cancer after failed endoscopic retrograde cholangiopancreatography (ercp) during a gallbladder endoscopic drainage procedure performed on (B)(6) 2022. During the procedure, the axios cautery (the subject of MFR. Report # 3005099803-2022-06827) did not send enough electricity to puncture the wall and blanching of the tissue was noted. A second axios stent (the subject of this report) was used but the same issue occurred. A percutaneous transhepatic biliary drainage procedure was performed another day to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) captures the reportable event of cautery delivers energy intermittently. (B)(4) captures the percutaneous transhepatic biliary drainage procedure performed to complete the procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Impact code f23 captures the percutaneous transhepatic biliary drainage procedure performed to complete the procedure. Block h11: blocks h6 (impact codes) and block h10 have been corrected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-06827 for the associated device information. It was reported to boston scientific corporation on (B)(6), 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder to treat a biliary obstruction due to advanced pancreatic cancer after failed endoscopic retrograde cholangiopancreatography (ercp) during a gallbladder endoscopic drainage procedure performed on (B)(6) 2022. During the procedure, the axios cautery (the subject of MFR. Report # 3005099803-2022-06827) did not send enough electricity to puncture the wall and blanching of the tissue was noted. A second axios stent (the subject of this report) was used but the same issue occurred. A percutaneous transhepatic biliary drainage procedure was performed another day to complete the procedure. There were no patient complications as a result of this event.